Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was not experiencing any symptoms and there was no plan of additional medical or surgical intervention. The patient was scheduled to be checked again in 6 months.

Manufacturer narrative:
It was reported the physician information could not be provided due to restriction by privacy regulations. No facility information reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tip did not deploy properly during deployment of the pipeline. The middle part seemed to be positioned in a position where it could be deployed, so it was released. It was planned to be inflated using a balloon at the tip. After release, the proximal portion also did not deploy well. A phenom 27 was used on the distal side, and the delivery was removed. However, it got caught in the protective sleeve part. The phenom catheter was also removed after that. A scepter was attempted to be delivered into the pipeline with a wire, but the wire was caught in the proximal segment. The wire was changed and several attempts were made, but the wire could not pass through. The procedure was ended with the front and back of the pipeline not deploying. It was noted the delivery pushwire was rotated during removal, and the stent was in the internal carotid artery (ica). There was no damage to any of the devices. The patient was in a monitoring state at the time of the report, but no injury reported. It was noted the procedure time was extended over one hour. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 9 mm and a 5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was unknown.